Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 224 mg/dl, 97 mg/dl, and 87 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.